Event description:
It was observed during the device inspection, that the gastrointestinal videoscope had the channel tube clogged, air/water tube and air/water cylinder had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the following were found during the evaluation; grip has a scratch; air/water cylinder has no color; suction cylinder has no color; air/water cylinder has foreign objects; plug unit has a scratch; due to clogging of channel tube, foreign objects come out of distal end; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, bending angle in left direction does not meet the standard value; due to wear of angle wire, bending angle in right direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; due to wear of angle wire, the play of right/left knob is out of the standard value; air/water tube has foreign objects; distal end cover has a chip; and bending tube is deformed. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2(deselect user facility), e1(establishment address and telephone should be blank in initial med-watch). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 01 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the locations where the foreign material was detected. Hence, the cause of the material remaining could not be determined. Three attempts were performed to obtain additional information, but no response was received from the customer. The instruction manual states the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.